Event description:
Information was received from a healthcare provider via a manufacturer representative, regarding a patient receiving lioresal (2000mcg/ml at 350mcg/day) via an implantable pump. The indications for use were unknown. It was reported, that an infection occurred. It was unknown, if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. On (B)(6) 2023, the healthcare provider (hcp) performed a previously reported catheter revision for the patient. At some point between (B)(6) 2023, an infection occurred and the system was explanted. The manufacturer representative (rep) was notified earlier in the week of a replacement. And was informed on 2023-jul-7 that it was the patient they did the catheter revision for on (B)(6) 2023. A completely new system was implanted, and the rep inquired when the previous device was explanted. The rep was informed, that another hcp at the facility performed the explant on (B)(6) 2023. The issue was resolved at the time of the report. It was noted, that the hcp  had no further information. The patient's weight and medical history were asked, but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type: catheter, ubd: 31-aug-2022, UDI#: (B)(4), product ID: 8780, serial#: (B)(6), implanted:(B)(6) 2015, explanted: (B)(6) 2023, product type: catheter, ubd: 03-feb-2017, UDI#: (B)(4), product ID: 8782, serial# : (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: catheter, ubd: 23-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.